Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and in system logs, the 23013 and 23008 errors were found indicating pot to encoder fault on the mtm axis 7, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that sensor errors from pot to encoder on the axis 7 motor, rjp printed circuit assembly (pca) and rjs pca were found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, errors 23013 and 23008 were present on master tool manipulator right (mtmr). Technical support engineer (tse) checked system logs and errors 23013 and 23008 on mtmr2 axis 7 verified in the logs. Tse asked the customer to try to reboot the system. The customer stated that the issue persisted. The customer, supported by tse, disconnected the surgeon side console (ssc2) and proceeded with the training using ssc1. There was no report of patient involvement.